Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during the gas liquid exchange phase as the silicone oil was being removed after a previous vitreous procedure for a retinal detachment, the "gas could not get out" and the patient's intraocular pressure dropped sharply, causing a choroidal detachment and bleeding. The surgeon indicated the patient has no vision. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for this finished good lot. The device history record shows the product was built and released per specifications. The customer reported during operation of "gas liquid exchange gas could not get out." The customer was likely referring to fluid/air exchange mode. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted in order to ascertain the failure mode of the consumable device. A review of the event shows the serial number was also not provided to review the system software version or to request an electronic log of the events for this procedure. The electronic log assists in obtaining any system messages that may have generated as a result of no air and to provide a potential root cause. However, the reporter did not record any system message data. Based on a review of the event and without the sample, we could not establish a root cause for this event. With the current information available it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. The manufacturer internal reference number is: (B)(4).